Manufacturer narrative:
The insulin pump was received with no up and down button respones due to corroded keypad traces. The pump was unable to test for rf communication anomaly including bg meter due to no up and down button response. The pump was received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 288 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.